Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas. Us0285 - 458 (r802140901). It was reported that on (B)(6) 2023, a 25mm masters valve was implanted in a patient. On (B)(6) 2023, it was reported that the patient had a pulmonary effusion, that was not hemorrhagic in nature and a thoracentesis was performed. The patient is stable.

Manufacturer narrative:
An event of pulmonary effusion after two months of implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.